Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that their blood glucose was 125 mg/dl, although it was tested at 31 mg/dl. The customer's sensor glucose was unknown. Troubleshooting found that the pump alarmed lost sensor but the customer was unable to troubleshoot as the sensors were removed. Customer was advised that the sensors would be replaced and to return the sensor for analysis.